Event description:
Per the customer the device shocked them while performing a docking function of the device's cleaning cycle. No medical intervention and no adverse consequences were reported with this event. As this event occurred during a cleaning cycle of the device and not during a surgical procedure there was no patient involvement and no delay to a surgical procedure.